Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient experienced a shocking sensation from their device and the device was removed on (B)(6) 2016. The battery was in pathology and the manufacturer representative would give them a return kit to send it back, but the manufacturer representative would not be taking control of the device at any point in time. The indication for use for this patient was gastric stimulation.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial#: (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2016, product type: lead. Product ID: 435135, serial#: (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Analysis findings indicated that there were no significant anomalies associated with the allegation. Good impedances were observed during impedance testing. Good stable output on all electrode pairs was noted. There were no issues when pressing on the device can and telemetry was acceptable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.